Event description:
The assay specification for sensitivity of the aia-pack pa assay was set incorrectly. The correct setting is 0.5 ng/ml. It was set to 0.5 ng/ml. When the instrument reported out an answer of <l, the operators assumed <l meant <0.05. Pts with results between 0.05 and 0.5 were reported incorrectly.